Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples returned and no photos provided for this notification. Further evaluation and investigation cannot be concluded. This complaint however, shall also be taken to the knowledge and filed for statistical purpose. Nevertheless, if the complaint sample is being located / returned, hence complaint will be re-open and re-investigated accordingly. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the catheter ripped. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.